Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system would only work on battery power. The system was plugged in when it was only running on battery. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
During troubleshooting by the field service representative (fsr), he found the black wire from power cord to the hospital grade plug was disconnected. The fsr rewired the power cord to plug and performed the electrical safety check.